Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens implant procedure, the injector over rode the lens causing a scratch/tear in the lens. The surgeon opened a new cartridge/lens and inserter and implanted back up lens without incident during the initial procedure. Additional information has been requested.